Event description:
Customer reported started (kcl) potassium chloride 20 meq via pump and after thirty minutes, noticed fluid coming out of the bottom of pump. Tubing examined to find it was leaking from the top, near the blue tab (upper fitment). No pt harm or intervention required.

Manufacturer narrative:
(B)(4). Product evaluated and customer's complaint of leaking was confirmed. A leak in the silicone tubing was observed. Under the microscope, a tear in the tubing and crush marks on the upper fitment were found. Although lot number unk, the smartsite laser number indicates this set was built on (B)(6) 2011. The expiration date would be 03/01/2014.